Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, recurrent door failures occurred on the surgery 2 device. The door repeatedly entered a failed state during operation. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a faulty door 2 latch required replacement to restore proper operation. A field service engineer opened the tower top cover, removed the metal cover, replaced door 2 latch, reinstalled the metal cover, and secured the top cover. The system functioned as intended after the field service engineer repaired the device.